Event description:
It was reported that an ilet user experienced repeated alert 41 messages instructing a restart during initiation of a new insulin cartridge, and despite multiple restarts the alert recurred; a replacement device and return materials were provided and the original device was later received for evaluation. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included temporary interruption of insulin delivery on the affected pump with the user reverting to a backup plan and continuing dexcom cgm use on their phone or receiver. Investigation included device replacement, user education on startup and data syncing, and retrieval of the returned device for analysis. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.